Manufacturer narrative:
The autopulse platform (s/n(B)(4)) was returned to zoll on 7/27/2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the training lifeband and front enclosure were damaged. A review of the archive was performed and no discrepancies were observed. The platform was functional tested and there were no problems or error messages noted. Further investigation indicated that the lifeband failed a lifeband cover plate retention check due to a defective channel roller assembly, which would cause the lifeband to be loose. Replaced parts: replaced channel roller assembly and front enclosure. In summary the customer's reported complaint was confirmed during visual inspection. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified, the platform passed all final functional testing criteria.

Event description:
It was reported that during a demonstration the cam shaft showed damage. No patient was involved with this event. No further information was provided.